Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the arm cover adhesive part was missing. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the connecting arm exhibited that the arm cover adhesive part was missing. There were no reports of patient involvement.